Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a bsc guide wire was passed through, a 1.5mm x 20mm x 143cm coyote es balloon catheter was then advanced for dilatation. However, the device failed to cross the lesion and when dilated in the area where it advanced, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.